Event description:
The customer reported via phone call that the insulin pump's screen was damaged. The customer stated there was a scratch on the screen. The customer stated the customer was able to read the insulin pump. However, customer reported they were unable to read the insulin pump during the evening due to the scratches. The customer could not recall how the damage occurred on the insulin pump. The customer's blood glucose was 150 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window right side, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tubelip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.